Event description:
An employee in the biomedical department reported that they were doing a routine test on a suction machine on a crash cart when the canister imploded. A piece of plastic hit the employee in the neck. Extent of injury was not reported. Indicated vacuum was about 25"hg.

Manufacturer narrative:
Complainant is not responding to repeated requests for additional information. Probable cause is embrittlement of canister cover due to excessive uv exposure. Part is over six years old. Since 2007 bemis has implemented a three-year expiration date.